Manufacturer narrative:
Insulin pump no button response due to corroded keypad traces. No button error alarms noted. Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 18.2 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.